Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for right atrial automatic threshold (raat) suspension during an atrial arrythmia. Occasional atrial undersensing was observed on the stored electrograms (egms). There was a decrease in crt-d pacing less than 80 percent coinciding with the atrial arrythmia. It was also noted a decrease of pacing impedance on the left ventricular (lv) lead from 650 ohms to 435 ohms. The battery longevity is normal and the other lead measurements are stable. The device and lead remain in service. No adverse patient effects were reported.